Event description:
It was reported that following a miniarc precise implantation, the patient went into urinary retention. The sling was removed and another sling was implanted. No additional patient complications have been reported in relation to this event.